Event description:
It was reported to boston scientific corporation that a leveen coaccess needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to deploy the tines at the target ablation site; however, the tines would not extend. The device was removed, and the procedure was successfully completed using a different size leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event: electrode needle tines failed to extend. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.